Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: the pump's black box showed no evidence of a "no power" event however call service 054 errors were observed in the black box on (B)(6) 2015. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.